Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature depletion (pd) error message. A request was made to have data from this device analyzed. Data analysis confirmed the cause of the error message is due to random corruption of both images of the programmer reserved ram. This is a benign fault affecting the data used by the programmer only and does not affect therapy. Additional information was received indicating that the device has triggered the pd error message three times in six months. It was also mentioned that the s-ICD system had recorded older episodes showing inappropriate shocks. As a result, replacement of the device and electrode was performed. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. In addition, review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data (pd) error message. A request was made to have data from this device analyzed. Data analysis confirmed the cause of the error message is due to random corruption of both images of the programmer reserved ram. This is a benign fault affecting the data used by the programmer only and does not affect therapy. Additional information was received indicating that the device has triggered the pd error message three times in six months. It was also mentioned that the s-ICD system had recorded older episodes showing inappropriate shocks. As a result, replacement of the device and electrode was performed. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the cause of the error message is due to random corruption of both images of the programmer reserved ram. This is a benign fault affecting the data used by the programmer only and does not affect therapy. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.